Event description:
The initial reporter advised shiley that according to a report obtained from the explant surgeon, the pt had her bjork-shiley delrin disc heart valve explanted because of mitral regurgitation which was attributed to the disc which was "chipped and worn".